Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise and oversensing on the right ventricular (rv) channel. A revision procedure was performed and the lead and device were removed from service and replaced. Insulation damage to the lead was suspected but was not confirmed. The device header and connections appeared to be fine. No additional adverse patient effects were reported.